Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 19.6 mm to 23 mm in diameter was severely tortuous it was reported that, during the index procedure, the suprarenal stents were deployed when three of the stents were opened in order to ensure that the device fit the proximal aortic neck. Then the main body was deployed down to the contralateral gate and, following the cannulation from the contralateral side, the contralateral limb was implanted. Then the main body was deployed to the distal end. Touch-up was performed using another manufacturer's balloon catheter. An angiogram then revealed that the left renal artery was half covered by the endurant stent graft bifurcate. An additional angiogram confirmed that the left renal artery was half covered by the endurant stent graft bifurcate. Together with another physician, it was determined that the covereage posed no significant risk to the patient and that the differences in contrast flow between the left and right renal arteries were caused by the proximal position of the angiographic catheter in the right renal artery. The physician elected to complete the procedure and to continue monitoring the patient's renal function. Per the physician, the cause of the event was due to the patient's anatomy of a tortuous neck.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.